Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed with no anomalies noted during the manufacturing process. Additional information was requested and the following was obtained: can you please provide the correct batch and/or lot number. The number you provided, m4ho8m, is not valid. The lot number may be m4hu8m, please see original complaint report from customer. Can you also confirm the device issue. Did the device fire clips that were malformed? Yes. Did the device fire any scissored clips? No. Did device fire clips sideways? No. Was the issue only that the clips were falling out of the device? No- clip were falling out and device firing malformed clips. The rep has also advised that the issue was during a procedure, name unknown. Delay to procedure was 5 minutes. Product is not being returned.

Event description:
It was reported that during an unknown procedure, when the surgeon tried to use the clip applier, it did not close the clip correctly, and the clips kept falling out of the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.